Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the distal end insertion section had failed. Therefore, it is possible that the video function did not work properly due to the failure of the distal end insertion part and resulted in no image. However, a specific root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and the lack of image was unable to be reproduced. Evaluation did find there was no ultrasonic image due to defective distal end insertion unit and the angle wire was longer than normal. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera ultrasonic bronchofibervideoscope had no image. The issue occurred during reprocessing. There was no reported patient harm or impact due to this event.